Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, damage was found in the right cylinder. Two weeks later, a surgical procedure was performed, and the cylinders and pump were replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, and leak tested. Cylinder 1 had wear at a fold in the middle and proximal end of the cylinder. Cylinder 1 was leak tested and had a bulge and broken fabric threads from wear in the proximal end of the cylinder. Cylinder 2 had wear at a fold in the middle and proximal end of the cylinder. Cylinder 2 had holes and broken fabric threads from wear at a fold in the proximal end of the cylinder. Cylinder 2 also had leaks from wear in the proximal end of the cylinder. The inflatable penile prosthesis (ipp) cxm inflate/deflate pump was visually inspected. The cxm pump bulb had wear and passed the leakage test. Therefore, it can be concluded that cylinder bulging, and fluid leak were the most probable causes of the complaint.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, damage was found in the right cylinder. Two weeks later, a surgical procedure was performed, and the cylinders and pump were replaced. No patient complications were reported.